Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator has burnt odor and won't power on. The customer reported there was no patient involvement.

Manufacturer narrative:
.

Manufacturer narrative:
Confirmation of the original conclusion. Root cause: failure analysis on the returned pm pcba the 3.3v, 5v, 12v and 35v power had failed. The failure was traced to q11, q15, q18 and l2 having failed with an electric short. After replacing the components, the pm board and the cpu board were installed in an fi test ventilator. They were tested by cycling through power-up and shut down in different configurations and running the ventilator for at least one hour. All tests passed.